Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified patient & device information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(4) 2014. Comment: an additional revision operative note indicated infection. We are unaware of, if any, depuy products were implanted at revision; therefore, we are not currently reporting the revision. Should additional information be provided, we will update accordingly.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pain and discomfort which interfers with his ability to perform activities of daily living and contribute to his family and society as he otherwise would.